Manufacturer narrative:
(B)(4). A flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within spec. An add'l flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. No malfunction was identified.

Event description:
It was reported that a pump under infused medication to a pt (medication, programmed amount and delivery rate unk). The customer stated that the pump displayed 63ml to be infused, however, it was observed that more than 300ml of fluid remained in the IV container. The device was tested at the facility. The pump was programmed to deliver 80ml of fluid at a rate of 200 ml/hr. It was reported that the pump delivered 80ml.